Manufacturer narrative:
Concomitant medical products: w2dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited noise and sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.